Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm labeled as malf 12 was reported, although no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the necessary instructions on resetting the pump, which resolved the malfunction, and the customer was advised to continue using the pump.